Event description:
The physician was performing a percutaneous coronary intervention (pci) when a perforation of the right coronary arter (rca) occurred. The size of the perforation was suspected to be "three (3) mm or longer but angiographically uncertain." The first graftmaster device (4.0 x 16mm) was implanted but the physician suspects that he had "insufficient coverage," so a second graftmaster device (4.0 x 16mm) was implanted. He had "problem" advancing the second graftmaster through the first. He believes that the problem of advancing the second graftmaster can also be atributed to "infufficient coverage" of the first device. The pt's condition continued to deteriorate, and she died "on the cath lab table." The physician does not know if an autopsy was performed, but states the cause of death as "complications during pci". It was noted that the pt involved in this incident was not a surgical candidate. This report represents the first device used. Although requested, no additional information was provided.